Event description:
It was reported that during a laparoscopic gastric band, there was excessive pneumo leaking while using 5mm instruments through the optiview trocar. The same device was used to complete the procedure. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.